Manufacturer narrative:
To date, the device involved in the reported incident has been rec'd for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the handpiece was getting hot. There was no patient contact. There was no patient injury or death alleged. The event did not lead to a significant increase in surgery time. Add'l info has been requested.